Event description:
It was reported the procedure was to treat a moderately calcified lesion in the superficial femoral artery. The 7.50x60mm supera self expanding stent system (ses) was advanced to the target lesion however resistance was felt and the stent only partially deployed. The ses was removed with the partially deployed stent. The procedure was completed using another supera stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the moderately calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.